Event description:
Information was received from a patient via manufacturer representative regarding a patient implanted with a neurostimulator (ins). It was reported that there were high impedances. 3: 31800, 9,11,15: 32220. Checked connections and checked impedances in different positions. Out of regulation (oor) or settings not available. The cause was unknown. Stimulation was able to be adjusted.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.